Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous "no value" results for troponin I (accutni) flagged as "ind" for two (2) patient samples assayed on a synchron lxi 725 access 2i clinical system. There was no report of impact to patient treatment due to the "no value" results. The customer reassayed one (1) of the patient samples on the same analyzer and was able to obtain a numerical result. Later, the customer reassayed both of the patient samples on another analyzer in the laboratory and was able to obtain numerical results for both samples.

Manufacturer narrative:
The customer reported that an ind flag for accutni was obtained for the level 1 quality control. Through troubleshooting activities conducted via telephone, it was determined that the fitting on the top of the substrate bottle was loose. A loose substrate bottle fitting may cause an incorrect volume of substrate to be dispensed into the system which could potentially lead to erroneous results. The customer was instructed to tighten the substrate bottle fitting. The customer performed a system check and assayed quality controls. All results were within specifications. A field service engineer was not dispatched to the customer's site since troubleshooting activities were successful in resolving the issue.